Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. No troubleshooting was performed. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head displayed a communication error message mentioning the camera. The issue was found during a therapeutic laparoscopic cholecystectomy procedure, which was completed with a similar device. There were no reports of patient harm.